Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump date was inaccurate. Tandem technical support examined pump history and found the customer had never changed the date upon pump set up. No reported adverse impact to the customer's blood glucose. Customer continued to use the pump for insulin therapy.